Manufacturer narrative:
Investigation summary bd received 2 photos for investigation. Evaluation of the photos indicated a light-brown colored foreign material in the sample. A total of 10 retained samples were visually inspected, and no foreign material was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using one (1) bd preset¿ eclipse¿ arterial blood collection syringe, foreign material was observed in the barrel. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using one (1) bd preset¿ eclipse¿ arterial blood collection syringe, foreign material was observed in the barrel. No adverse impact was reported regarding the patient or user.